Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were not available for evaluation. Evaluation findings (results/components) 4 devices: no findings available / part/component/sub-assembly term not applicable product disposition 4 devices: product not received additional information 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 4 events for the failures: biocompatibility; adverse event without identified device or use problem. - 4 events had minor injury/illness/impairment.